Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected trop I es result occurred while using the vitros 5600 analyzer. The investigation confirmed that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Performance testing and review of instrument data demonstrated that the vitros 5600 analyzer was operating as expected at the time of the event. There was no evidence that the vitros 5600 system malfunctioned. A definitive root cause for the event could not be determined, however, a pre-analytical sample processing issue cannot be ruled out.

Event description:
This customer obtained a non-reproducible, higher than expected vitros trop I es result on a single patient sample while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original result was reported to the clinician. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).